Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "power consumption issue" and "critical battery alarm". The reported event could not be confirmed; the battery performed as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery exhibited sufficient power output during testing. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient reported to vad coordinator that one of his batteries, after being fully charged, once connected to controller, immediately loses its charge and alarms critical battery. Battery was exchanged and it was stated that there were no consequences to the patient. No additional information available.